Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and area was not clean before started pd therapy. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with fortum (intraperitoneal (ip), one gram in first bag, changed to 250 mg in each bag, frequency and duration not reported) and reflin (ip, one gram in first bag, changed to 250 mg in each bag, frequency and duration not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.